Manufacturer narrative:
B5 - -18.0/1.5/091" corrected to -8.0/1.5/091 in intial MDR & supplemental MDR #1. Claim # (B)(4).

Manufacturer narrative:
D6b: explant date: on (B)(6) 2024. H1: type of reportable event: malfunction corrected to serious in initial MDR. Claim#: (B)(4).

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5 12.6, -18.0/1.5/091 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. Low vault was observed. Lens remains implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Additional information: information has been added to the form. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5 12.6, -18.0/1.5/091 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. The lens was replaced with a longer length lens due to low vault on (B)(6) 2024. This resolved the problem. Reportedly, eye is stable.